Manufacturer narrative:
Corrected data: applicable products were entered into the d10 section: concomitant medical products and therapy dates.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and high pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture threshold and high pacing lead impedance were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath consistent with friction to another implanted device or feature of the patient anatomy was noted at 42.8 cm to 43.9 cm from the distal tip. The lead insulation was intact in this location.